Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 151 mg/dl at the time of the call, and over 500 mg/dl at the time of discharge. The customer was given intravenous glucose to treat. The customer experienced symptoms such as extreme fatigue and difficulty talking. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having trouble with meter to pump connection. Troubleshooting was not completed as the customer was not feeling well. The insulin pump will not be returned for analysis.